Event description:
A 6f angio-seal vip was selected for use for a puncture in the right femoral artery following a pre-deployment angiogram, determining that the vessel was suitable for deployment. The 6f introducer was removed and the device was successfully deployed, achieving hemostasis. Diminished pulses were noted and the patient reported numbness, which was attributed to the lidocaine. During observation, the leg became palpably cool, and doppler revealed vascular insufficiency. An angiogram confirmed that there was acute closure at the site and an angioplasty was done to reestablish flow. The occlusion did not appear to be thrombus or collagen, but that suture was holding the opposing sides of the vessel wall together. The patient was admitted for the intervention and discharged the next day.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.